Event description:
As stated by the customer (B)(6) 2012: resident was placed on alenti chair and the arm placed in front of her. It came out and caused a couple of skin tears. Two staff were transferring resident onto alenti and while resident was sitting on alenti seat one staff swung the arm rest of chair around and it fell out of slot and onto lap of resident. Resident with arm rest on lap leaned forward and fell or slipped off seat and onto floor. Arm rest fell on her foot. There was no safety belt being used on the lift at the time.

Manufacturer narrative:
This report is being filed (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjo hospital (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.